Event description:
Information was received indicating that this ambulatory infusion pump exhibited a wrong cassette alarm and the pump will not run. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found no physical damage on the device. "Wrong cassette" messages were found in the event history log. During testing, an alarming "wrong cassette" message was activated when latching a cassette onto the returned pump. The error message was attributed to a faulty downstream occlusion sensor. A root cause for the faulty sensor could not be determined.